Event description:
Reportedly, during the f/u performed on (B)(6) 2012, difficulties were encountered when trying to perform lv pacing threshold test. Messages stating that telemetry errors occurred were displayed to the user. This behaviour was recurrent several times despite using another programmer. X-rays showed that lv lead was dislocated. An explanation is required.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.